Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed pneumatic leak tests and observed loose iab drain port causing leak. Secured luer fitting to crm and corrected leak failure. Passed all leak test. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a air circuit leak.